Manufacturer narrative:
H.11.: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a catheter placement procedure using the venous catheter. It was reported that post central venous catheter placement, the patient allegedly experienced severe pain while flushing the broviac red lumen. It was further reported that the catheter allegedly found small perforation in the subcutaneous tunneled area. Reportedly, there is extravasation of contrast appears to be the venotomy site of the subclavian vein. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 7fr hickman d/l catheter in three segments were returned for sample evaluation. Along with retuned sample six photos were provided and reviewed. No visual anomalies were noted in photo review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A c-shaped split was noted on the catheter segment distal to the tissue cuff. The edges of the c-shaped split were noted to be uneven, and surface was noted to be granular. The c-shaped split was visible on the catheter segment. Upon infusion, a leak from the split was noted. Therefore, the investigation is confirmed for the identified fracture and reported leak issue. However, the investigation is unconfirmed for reported material puncture issue as appropriate code identified based on sample evaluation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a catheter placement procedure using a venous catheter. It was reported that following the central venous catheter placement, the patient allegedly experienced severe pain while flushing the broviac red lumen. It was further reported that the catheter was allegedly found to have a small perforation in the subcutaneous tunneled area. Additionally, extravasation of contrast appeared to be at the venotomy site of the subclavian vein. The current status of the patient was unknown.